Event description:
It was reported that a 36 inch high flow rate extension set leaked. The leak was identified during an unknown procedure and the exact location is unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.